Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis findings revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and primary analysis results revealed no anomalies found.

Event description:
The implantable pulse generator system was returned with no information. A database search revealed that the patient expired less than on year after implant and the death occurred 3 years ago. No reasonable contact information exists. No prior contacts, complaints, or allegations have been recieved regarding the system or any of the individual components.